Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned non- emergency treatment procedure was performed by the customer and the procedure was aborted and was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that system's modules did not have power, and it was preventing use. Fse also reviewed the log file. Upon troubleshooting, fse found that the power supply to the modules is malfunctioning due to a defective pdu fan tray. To resolve the issue, fse replaced the pdu fan tray. The defective fan tray was returned to philips for analysis and confirmed the malfunction due to electrical overstress. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system's modules did not have power, preventing use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.